Manufacturer narrative:
Results: bed out of calibration.

Event description:
It was reported by service report that the fowler angle reading was inaccurate. No patient involvement or adverse consequences are reported.